Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that during the ablation phase of an idiopathic vt case, a pericardial effusion was noticed. There was a drop in the patient's blood pressure after the ablation was completed. The ablation was being done on the right ventricular outflow tract free wall. The pericardial effusion was confirmed by intracardiac echocardiography and a transesophageal echocardiogram (tee) was also ordered. Pericardiocentesis was performed and the patient was transferred to the operating room for a surgical intervention. The patient was reported to be in stable condition. There was no information about the hospitalization. A transseptal puncture was not performed and prior to noting computed tomography (CT) ablation was performed. There was no evidence of a steam pop. Irrigated catheter was used in the event and the flow setting: 2ml/min, ablation: 15ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Force visualization features were used: graph, dashboard, vector and visitag. Visitag module settings were unknown, additional filter were not used with the visitag and the color options were used prospectively were force. The physician¿s opinion on the cause of this adverse event was that it was procedure and patient condition related. Patient outcome was reported as improved.